Manufacturer narrative:
The customer reported the patient weight and height were unknown. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator was placed on a patient by a nurse sometime between 5:28 am and 11:28 am. At the 11:28 am respiratory check the respiratory therapist reported the device had stopped operating on the patient. The user found the screen was on but the device was not functioning. The customer reported the device did not alarm when this occurred. The patient was placed on another ventilator. There was no patient harm.

Manufacturer narrative:
Updated. No patient information provided by the customer.